Event description:
Additional information received from the manufacturer representative reported that the patient had a revision on (B)(6) 2016 and the generator was moved to the right abdomen. At follow-up the patient did not mention burning in the abdomen and the healthcare professional did not note any infection in the device pocket during surgery. On (B)(6) 2016 the patient noted they felt their abdominal incision was red, but they had no fevers, their skin was apposed, the wound was not discharging anything and they were going to call their physician for direction.

Event description:
The manufacturer representative reported that 48 hours post implant the patient began feeling right leg numbness. The patient was instructed to turn off the device to see if the sensation went away and it did not. The patient was going to meet with the healthcare provider (hcp). Further information received from the representative reported that the patient had an MRI scheduled for (B)(6) 2016. The hcp did not believe the numbness was associated with the implant as it presented two days later. The patient was going to follow-up with the hcp about the numbness though no appointment date was set at this time. The indications for use were radicular pain syndrome (radiculopathies) and spinal pain. Additional information received from the hcp via the manufacturer representative reported that the patient had burning and discomfort in the area surrounding the implanted device. The patient also had numbness and weakness in the right leg and difficultly getting right leg coverage. No external factors that may have led to the issue were known. Impedances were tested and reprogramming was done for coverage. All impedances were in range and coverage was in bilateral low back and left leg, but they were unable to get coverage of the right leg. The patient had an MRI scan and the hcp stated they did not believe the right leg numbness was related to the implanted system. The issue was not resolved at the time of the report. It was noted that the implanting physician had offered to remove the system to determine if that resolved the right leg numbness, but the patient had stated they wanted to keep the system.

Event description:
Additional information was received from the manufacturer representative, a family member of the patient, and the health care provider that reported that the patient was seen in clinic by their physician on (B)(6) 2016 and the physician evaluated the complaint of a dent near their implantable neurostimulator. There was a hole/dent on the patient's skin adjacent to their implantable neurostimulator. The dent was occasionally uncomfortable for the patient. The dent was not actually a hole in the skin, but an area where the skin dented in inward. Apparently she had discomfort over the region of the implantable neurostimulator and some skin changes nearby. She finds herself standing most of the time and that seems to be the most comfortable position as sitting seems to aggravate her right leg symptoms. The physician examined her incision and noted that all are healing nicely without signs of induration or inflammation. There was mild tenderness in the lower part of the implantable neurostimulator region. There was some sub-cutaneous atrophy lateral to the implantable neurostimulator. There was no atrophy or asymmetry of lower extremity muscle groups and her gait was normal. The patient stated that the system was providing them significant relief and that they did not want to remove it, but they would be willing to consider revising the implantable neurostimulator location. The physician noted that some of the right leg numbness and her discomfort are related to the fact that the way she sits, the implantable neurostimulator may be putting some pressure over the nerves. This may be why she has discomfort there. The physician discussed placing the implantable neurostimulator into their right abdomen from their right buttock. The physician noted that the ¿patient is so thin that placement a warehouse posteriorly probably will not make much difference.¿ the patient said that she wanted to think about whether or not she wants to have the implantable neurostimulator transferred to the anterior abdominal area. At the time that the additional information was received, surgery was not scheduled; however, it is likely to be scheduled in the future. Impedance testing was conducted on the device and all impedances came back in normal range. The discomfort at the site and the leg numbness that the patient reported has not been resolved. The physician suggested that the position of the implantable neurostimulator in the right buttock could have been related to the numbness in the leg and that perhaps moving the implantable neurostimulator to the patient's right abdomen would also resolve the leg numbness if they were related. The patient's medical history includes postlaminectomy syndrome, anxiety, chronic pain, headaches, and skin problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.